Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 wall separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated when removing the shield and the shields are difficult to remove. Verbatim: consumer reported needle hub separated when removing shield stated, shields are difficult to remove"

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned one 0.3ml 31 gauge 8mm reli-on insulin syringe from lot 9168970. The product was returned with the needle hub separated from the barrel of the syringe. The hub is lodged inside the needle shield. There is no visible damage to the connector at the distal tip of the barrel or the base of the needle hub. Plunger cap has been removed, but no signs of use. No other defects found. A review of the device history record was completed for batch# 9168970. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200832223] noted that did not pertain to the complaint. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated when removing the shield and the shields are difficult to remove. Verbatim: consumer reported needle hub separated when removing shield stated, shields are difficult to remove".